Event description:
The same event reported in MFR report: 3005188751-2012-00016 and 2030404-2012-00018. It was reported during a ventricular tachycardia (vt) ablation procedure the pt developed a pericardial effusion. Two sjm supreme 5 french catheters were inserted into the heart followed by the safire blu catheter. Access to the left ventricle via a retrograde approach with the safire blu catheter was obtained after several attempts with some difficulty crossing the aortic valve. Several rf applications were applied with the safire blu catheter to the septal region. After it was confirmed the vt was no longer present, the safire blu catheter was removed from the pt and a 40 minute waiting period occurred to confirm the success of the procedure. The vt returned at a higher rate, so it was decided to re-insert the safire blu catheter. The physician experienced difficulty positioning the safire blu catheter into the left ventricle so it was replaced with a non-sjm ablation catheter. The physician then mapped the vt and began to ablate a large region of the septum at 40 watts of power. The pt then became hypotensive with blood pressure dropping to 76/48 and an echocardiogram was performed which confirmed a pericardial effusion. Throughout the procedure, the pt complained of pain with each induction of ventricular tachycardia. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
Methods: no testing methods performed. The devices were disposed of at the hospital. Device info was not available. We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st. Jude medical, the cause for the reported event remains unk.